Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that an incorrect cap (lime cap) had been applied to the sku# 368274 tube (purple cap). Upon visual inspection of a total of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there was an incorrect shield color on 1 device. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was an incorrect shield color on 1 device. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.